Event description:
A medtronic representative reported receiving a call from a registered nurse (rn), stating that during a cranial tumor biopsy procedure the surgeon alleged an inaccuracy. The surgeon successfully registered the patient non-sterile using pointmerge, verified accuracy and draped. After draping, the surgeon re-checked accuracy and deemed being approximately 3 inches inaccurate. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). At time of call, medtronic representative informed site that the vertek arm and/or frame had to change position at some point. A medtronic representative, following-up at the site, reported replicating the alleged inaccuracy post-registration. The base of the vertek arm was rotated with the starburst. Software investigation completed. Determined this was not a software issue. Per the medtronic representative, following-up at the site, the vertek arm was determined to be able to be moved without much pressure even in a locked position which would have changed the frame-to-patient relationship after registration and during the draping process. Software is functioning as designed. Suspect vertek arm not returned to manufacturer for analysis.